Event description:
The report received indicated that during a percutaneous transluminal angioplasty of a lesion below the knee, in the tibial artery; the 2.00 x 15 mm fire star rx balloon catheter could not deflate properly since the device fractured in two places. An attempt to remove the broken pieces was made; however, it was not possible.

Manufacturer narrative:
The product is not available for eval. Additional info will be submitted within 30 days upon receipt.